Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a patient experienced a transient ischemic attack (tia). During a pulsed field ablation (pfa) procedure with a farawave it was noticed that the act had dropped below 250. After the procedure was completed and the patient was extubated and transferred to the room, it was noted to have a partial facial droop. No interventions were required; the patient was kept for observation and was discharged within 24 hours. The device is not expected to return for analysis.